Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, a patient experienced a serious medical event following the insertion of a cgm sensor. On the day of insertion, the patient¿s bg meter showed a reading of 72 mg/dl, while the cgm mobile device displayed an estimated glucose value (egv) of 103 mg/dl. It is unclear whether the patient calibrated the device, self-treated the mild hypoglycemia, or experienced symptoms at that time. Later that morning, around 10:00 am, the patient reported symptoms of sweating and shaking. The cgm showed an egv of approximately 72 mg/dl, but no manual bg test was performed. There is no documentation of whether the symptoms were treated. The patient¿s wife drove him to the hospital, where he was admitted to the ICU. During hospitalization, attempts were made to calibrate the cgm. At one point, the bg meter showed 42 mg/dl while the cgm displayed 62 mg/dl. The patient was treated with intravenous glucose and protein. On (B)(6) 2025, the patient reportedly turned blue and experienced organ failure, according to the attending physician. At that time, the bg meter showed 58 mg/dl, but the egv was not documented. The cgm wearable was reportedly still in use. No additional tests or procedures were performed aside from IV glucose and protein administration. The patient¿s glucose levels stabilized after two days, and he was discharged on (B)(6) 2025. At the time of the report, the patient recovered and was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The reported glucose values fall within the a zone of the parkes error grid at unspecified time during the hospitalization. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025 and (B)(6) 2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.